Event description:
Crack developed in case of ventricular assist device, which began leaking air. Hospital secured the case and stopped the air leak with bone wax. There was no adverse effect on the patient and the device remains in use.